Event description:
Additional information was received. It was reported that the patient's stomach and small bowel were both paralyzed. It was also reported that the patient's stimulator may be flipped again, though it had not been confirmed. The patient's stimulator has flipped twice and "it was painful." When it flipped in (B)(6) 2011, she had just eaten and had thrown up "really hard" when she felt it flip. It was reported that the device had been off for "quite a while" before she felt it flip again a few months prior to report. The patient hasn't contacted her physician about the flipping, but was searching for a surgeon who would explant her whole system. The patient's current surgeon would only remove the stimulator.

Event description:
It was reported the patient had a loss of therapeutic effect six months after implant, when the patient's "nerves stopped responding to stimulation." The device was turned off for a while, turned back on, but it did not help. The therapy had been off for 4 months at the time of report. It was reported that the implantable neurostimulator (ins) had flipped in (B)(6)-2011, and shortly after the stimulation stopped giving the patient relief. An x-ray confirmed the flip, but it was determined the device was working fine and no revision occurred. The device was reported to flip again a couple months prior to report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).